Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the implants (left) migrated to the uterus (in the uterine cavity) / one essure (left) in the uterine cavity"), device breakage ("essure fragment in the right uterine horn"), uterine perforation ("the right-sided essure fragment traversed the right horn and threatened the caecum"), the first episode of pelvic pain ("pain / pelvic pain"), genital haemorrhage ("hemorrhage"), pelvic inflammatory disease ("very inflamed pelvis"), the second episode of pelvic pain ("persistent pelvic pain"), adenomyosis ("fundal adenomyosis / adenomyomatosis uterus") and ascites ("peritoneal effusion") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included drug intolerance, multigravida, parity 3, vaginal delivery (2004, 2007 and 2010) and appendectomy (at (B)(6) of age). No breast cancer, ovary cancer or colon cancer. Previously administered products included for an unreported indication: iud in 2014. Past adverse reactions to the above products included endometritis with iud; infection with iud; pain with iud; and pyrexia with iud. Concurrent conditions included metal poisoning, pollen allergy, allergy to metals and non-smoker. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of menorrhagia ("menorrhagia (exacerbated with essure)"), metrorrhagia ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea") and pyrexia ("fever"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required), the first episode of pelvic pain (seriousness criterion hospitalization) and genital haemorrhage (seriousness criterion hospitalization). On (B)(6) 2016, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced ascites (seriousness criterion medically significant). In 2016, the patient experienced abdominal pain lower ("persistent right iliac fossa pain (after removal)"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criterion medically significant) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), migraine ("migraines"), myalgia ("myalgia"), arthralgia ("joint pain"), coccydynia ("severe coccyx pain"), dyspareunia ("dyspareunia (after removal)"), the second episode of menorrhagia ("menorrhagia (after removal)"), mental disorder ("major psychological effects (after removal)"), insomnia ("persistent episodes of insomnia") and paraesthesia ("nocturnal tingling of the tips of the fingers"). The patient was treated with antidepressants, surgery (hysteroscopy to remove left essure on (B)(6) 2015), surgery ((B)(6) 2016, left-sided laparoscopic tubal ligation, right-sided salpingectomy with essure removal) and surgery ((B)(6) 2018 laparoscopically assisted vaginal hysterectomy,left salpingectomy. Ovaries left in place). Essure was removed. At the time of the report, the device expulsion, device breakage, uterine perforation, genital haemorrhage, pelvic inflammatory disease, the last episode of pelvic pain, adenomyosis, metrorrhagia, dysmenorrhoea, pyrexia, abdominal pain lower, ascites, dyspareunia, the last episode of menorrhagia and mental disorder outcome was unknown, the migraine, arthralgia, coccydynia, insomnia and paraesthesia had not resolved and the myalgia was resolving. The reporter considered abdominal pain lower, adenomyosis, arthralgia, ascites, coccydynia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, insomnia, mental disorder, metrorrhagia, migraine, myalgia, paraesthesia, pelvic inflammatory disease, pyrexia, uterine perforation, the first episode of menorrhagia, the first episode of pelvic pain, the second episode of menorrhagia and the second episode of pelvic pain to be related to essure. The reporter commented: on (B)(6) 2015 essure inserted with no general anesthesia. On (B)(6) 2015 hysteroscopy to remove the implant that migrated into the uterus (inside the uterine cavity). Visualization of both ostia, impossible to determine whether the essure migrated from the right or left. Discharged to home that same evening. On (B)(6) 2016, laparoscopic left tubal ligation and right salpingectomy with essure removal. On (B)(6) 2018 the patient is doing better, quality of life improved. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: essure present still on right.; on (B)(6) 2017: confirmation of right-sided essure fragment. Laparoscopy - on (B)(6) 2016: essure seen in the right fallopian tube. Nuclear magnetic resonance imaging - in (B)(6) 2016: peritoneal effusion but no visible endometriosis. On (B)(6) 2017: pelvic ultrasound: presence of an exogenic echogenic element 11.2 mm long suggesting a fragment of the right-sided essure seen in the right uterine horn. MRI: confirmation of essure fragment in the right uterine horn and of fudal adenomyosis. On (B)(6) 2018: vaginal touch: large adenomyotic uterus. Pathology examination: adenomyosis. No histological signs of dysplasia or malignancy. No inflammation tube subnormal. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the implants (left) migrated to the uterus (in the uterine cavity) / one essure (left) in the uterine cavity"), device breakage ("essure fragment in the right uterine horn"), uterine perforation ("the right-sided essure fragment traversed the right horn and threatened the caecum"), the first episode of pelvic pain ("pain / pelvic pain"), genital haemorrhage ("hemorrhage"), pelvic inflammatory disease ("very inflamed pelvis"), the second episode of pelvic pain ("persistent pelvic pain"), adenomyosis ("fundal adenomyosis / adenomyomatosis uterus") and ascites ("peritoneal effusion") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug intolerance, multigravida, parity 3 (2004, 2007 and 2010), multigravida (2004, 2007 and 2010), appendectomy (at 18 years of age) and gastritis. No breast cancer, ovary cancer or colon cancer. Previously administered products included for an unreported indication: iud, iud, iud and iud. Past adverse reactions to the above products included endometritis with iud; infection with iud; pain with iud; and pyrexia with iud. Concurrent conditions included metal poisoning, pollen allergy, allergy to metals and non-smoker. Concomitant products included anxiolytics. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of menorrhagia ("menorrhagia (exacerbated with essure)"), metrorrhagia ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea"), pyrexia ("fever") and nausea ("nausea without vomiting"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required), the first episode of pelvic pain (seriousness criterion hospitalization) and genital haemorrhage (seriousness criterion hospitalization), 22 days after insertion of essure. On (B)(6) 2016, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced headache ("bilateral throbbing headaches") and neck pain ("marked diffuse cervical pain"). In 2016, the patient experienced abdominal pain lower ("persistent right iliac fossa pain (after removal) / episodes of right abdominal/pelvic pain / hypogastric pain"). In (B)(6) 2016, the patient experienced ascites (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced back pain ("lumbar pain"), spinal pain ("spinal pain especially cervical") and pain in extremity ("pain at the ends of the toes"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criterion medically significant) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), migraine ("migraines"), myalgia ("myalgia"), arthralgia ("joint pain / enthesopathic pain affecting the joints of the hands and wrists"), coccydynia ("severe coccyx pain"), dyspareunia ("dyspareunia (after removal) / pain during sexual activity"), the second episode of menorrhagia ("menorrhagia (after removal)"), mental disorder ("major psychological effects (after removal)"), insomnia ("persistent episodes of insomnia / sleep problems"), paraesthesia ("nocturnal tingling of the tips of the fingers") and asthenia ("asthenia"). The patient was treated with antidepressants and surgery ((B)(6) 2016, left-sided laparoscopic tubal ligation, right-sided salpingectomy with essure removal, (B)(6) 2018 laparoscopically assisted vaginal hysterectomy, (B)(6) 2018 laparoscopically assisted vaginal hysterectomy,left salpingectomy.ovaries left in place and hysteroscopy to remove left essure on (B)(6) 2015). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, device breakage, uterine perforation, genital haemorrhage, pelvic inflammatory disease, the last episode of pelvic pain, adenomyosis, ascites, metrorrhagia, dysmenorrhoea, pyrexia, abdominal pain lower, dyspareunia, the last episode of menorrhagia, mental disorder, back pain, asthenia, spinal pain, pain in extremity, nausea, headache and neck pain outcome was unknown, the migraine, arthralgia, coccydynia, insomnia and paraesthesia had not resolved and the myalgia was resolving. The reporter considered abdominal pain lower, adenomyosis, arthralgia, ascites, asthenia, back pain, coccydynia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, insomnia, mental disorder, metrorrhagia, migraine, myalgia, nausea, neck pain, pain in extremity, paraesthesia, pelvic inflammatory disease, pyrexia, spinal pain, uterine perforation, the first episode of menorrhagia, the first episode of pelvic pain, the second episode of menorrhagia and the second episode of pelvic pain to be related to essure. The reporter commented: on (B)(6) 2015 essure inserted with no general anesthesia. On (B)(6) 2015 hysteroscopy to remove the implant that migrated into the uterus (inside the uterine cavity). Visualization of both ostia, impossible to determine whether the essure migrated from the right or left. Discharged to home that same evening. On (B)(6) 2016, laparoscopic left tubal ligation and right salpingectomy with essure removal. On (B)(6) 2018 the patient is doing better, quality of life improved. Surgery report on (B)(6) 2016: since that date, the patient has complained of chronic pain in the right iliac fossa. The clinical and paraclinical findings together are negative but, faced with the persistence of the pain and the patient's anxiety, it is decided to undertake exploratory coelioscopy. After discussion with the patient and with her agreement in the preoperative consultation, it is decided to withdraw the right implant, which will be performed by anterograde salpingectomy. Uncomplicated extraction of the intra-cornual part of the implant. The intervention is concluded with left tubal sterilization. On (B)(6) 2018: she currently presents episodes of right abdominal/pelvic pain with lumbar pain without a triggering cause, which have required several emergency consultations and examinations. Condition has required acupuncture treatment, herbal therapy and magnesium supplementation. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: results: essure present still on right; on (B)(6) 2017: results: confirmation of right-sided essure fragment. Cytology - on (B)(6) 2016: no sign of intra-epithelial lesion or malignancy (nilm). Cytology not suspicious. Laparoscopy - on an unknown date: the pelvis is strictly normal, with the implant correctly in position on the right; on (B)(6) 2016: results: essure seen in the right fallopian tube. Nuclear magnetic resonance imaging - in (B)(6) 2016: results: peritoneal effusion but no visible endometriosis; on (B)(6) 2017: confirmation of essure fragment in the right uterine horn and of fundal adenomyosis. Pathology test - on (B)(6) 2018: adenomyosis. No histological signs of dysplasia or malignancy. No inflammation, tube subnormal, vaginal touch: large adenomyotic uterus. Ultrasound pelvis - on (B)(6) 2016: examination reveals no pathological abdominal or pelvic features; on (B)(6) 2017: presence of an exogenic echogenic element 11.2 mm long suggesting a fragment of the right-sided essure seen in the right uterine horn. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on (B)(6) 2018 for the following reason: dsil added. Final report. No new follow-up information was received from the reporter. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the implants (left) migrated to the uterus (in the uterine cavity) / one essure (left) in the uterine cavity"), device breakage ("essure fragment in the right uterine horn"), uterine perforation ("the right-sided essure fragment traversed the right horn and threatened the caecum"), the first episode of pelvic pain ("pain / pelvic pain"), genital haemorrhage ("hemorrhage"), pelvic inflammatory disease ("very inflammed pelvis"), the second episode of pelvic pain ("persistent pelvic pain"), adenomyosis ("fundal adenomyosis / adenomyomatosis uterus") and ascites ("peritoneal effusion") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included drug intolerance, multigravida, parity 3 (2004, 2007 and 2010), vaginal delivery (2004, 2007 and 2010) and appendectomy (at 18 years of age). No breast cancer, ovary cancer or colon cancer. Previously administered products included for an unreported indication: iud in 2014, iud in 2014, iud in 2014 and iud in 2014. Past adverse reactions to the above products included endometritis with iud; infection with iud; pain with iud; and pyrexia with iud. Concurrent conditions included metal poisoning, pollen allergy, allergy to metals and non-smoker. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of menorrhagia ("menorrhagia (exacerbated with essure)"), metrorrhagia ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea") and pyrexia ("fever"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required), the first episode of pelvic pain (seriousness criterion hospitalization) and genital haemorrhage (seriousness criterion hospitalization). On (B)(6) 2016, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced ascites (seriousness criterion medically significant). In 2016, the patient experienced abdominal pain lower ("persistent right iliac fossa pain (after removal)"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criterion medically significant) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), migraine ("migraines"), myalgia ("myalgia"), arthralgia ("joint pain"), coccydynia ("severe coccyx pain"), dyspareunia ("dyspareunia (after removal)"), the second episode of menorrhagia ("menorrhagia (after removal)"), mental disorder ("major psychological effects (after removal)"), insomnia ("persistent episodes of insomnia") and paraesthesia ("nocturnal tingling of the tips of the fingers"). The patient was treated with antidepressants, surgery (hysteroscopy to remove left essure on (B)(6) 2015), surgery ((B)(6) 2018 laparoscopically assisted vaginal hysterectomy, left salpingectomy. Ovaries left in place), surgery ((B)(6) 2016, left-sided laparoscopic tubal ligation, right-sided salpingectomy with essure removal) and surgery ((B)(6) 2018 laparoscopically assisted vaginal hysterectomy). Essure was removed. At the time of the report, the device expulsion, device breakage, uterine perforation, genital haemorrhage, pelvic inflammatory disease, the last episode of pelvic pain, adenomyosis, ascites, metrorrhagia, dysmenorrhoea, pyrexia, abdominal pain lower, dyspareunia, the last episode of menorrhagia and mental disorder outcome was unknown, the migraine, arthralgia, coccydynia, insomnia and paraesthesia had not resolved and the myalgia was resolving. The reporter considered abdominal pain lower, adenomyosis, arthralgia, ascites, coccydynia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, insomnia, mental disorder, metrorrhagia, migraine, myalgia, paraesthesia, pelvic inflammatory disease, pyrexia, uterine perforation, the first episode of menorrhagia, the first episode of pelvic pain, the second episode of menorrhagia and the second episode of pelvic pain to be related to essure. The reporter commented: on (B)(6) 2015 essure inserted with no general anestesia. On (B)(6) 2015 hysteroscopy to remove the implant that migrated into the uterus (inside the uterine cavity). Visualization of both ostia, impossible to determine whether the essure migrated from the right or left. Discharged to home that same evening. On (B)(6) 2016, laparoscopic left tubal ligation and right salpingectomy with essure removal. On (B)(6) 2018 the patient is doing better, quality of life improved. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: essure present still on right.; on (B)(6) 2017: confirmation of right-sided essure fragment laparoscopy - on (B)(6) 2016: essure seen in the right fallopian tube nuclear magnetic resonance imaging - in (B)(6) 2016: peritoneal effusion but no visible endometriosis. (B)(6) 2017: pelvic ultrasound: presence of an exogenic echogenic element 11.2 mm long suggesting a fragment of the right-sided essure seen in the right uterine horn. MRI: confirmation of essure fragment in the right uterine horn and of fundal adenomyosis. (B)(6) 2018: vaginal touch: large adenomyotic uterus. Pathology examination: adenomyosis. No histological signs of dysplasia or malignancy. No inflammation, tube subnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the implants (left) migrated to the uterus (in the uterine cavity) / one essure (left) in the uterine cavity"), device breakage ("essure fragment in the right uterine horn"), uterine perforation ("the right-sided essure fragment traversed the right horn and threatened the caecum"), the first episode of pelvic pain ("pain / pelvic pain"), genital haemorrhage ("hemorrhage"), pelvic inflammatory disease ("very inflamed pelvis"), the second episode of pelvic pain ("persistent pelvic pain"), adenomyosis ("fundal adenomyosis / adenomyomatosis uterus") and ascites ("peritoneal effusion") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug intolerance, multigravida (vaginal deliveries 2004, 2007 and 2010), parity 3 (2004, 2007 and 2010), appendectomy (at 18 years of age) and gastritis. No breast cancer, ovary cancer or colon cancer. Previously administered products included for an unreported indication: iud, iud, iud and iud. Past adverse reactions to the above products included endometritis with iud; infection with iud; pain with iud; and pyrexia with iud. Concurrent conditions included metal poisoning, pollen allergy, allergy to metals and non-smoker. Concomitant products included anxiolytics. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced the first episode of menorrhagia ("menorrhagia (exacerbated with essure)"), metrorrhagia ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea"), pyrexia ("fever") and nausea ("nausea without vomiting"). On (B)(6)2015, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required), the first episode of pelvic pain (seriousness criterion hospitalization) and genital haemorrhage (seriousness criterion hospitalization), 22 days after insertion of essure. On (B)(6)2016, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2016, the patient experienced headache ("bilateral throbbing headaches") and neck pain ("marked diffuse cervical pain"). In 2016, the patient experienced abdominal pain lower ("persistent right iliac fossa pain (after removal) / episodes of right abdominal/pelvic pain / hypogastric pain"). In (B)(6)2016, the patient experienced ascites (seriousness criterion medically significant). On (B)(6)2016, the patient experienced back pain ("lumbar pain"), spinal pain ("spinal pain especially cervical") and pain in extremity ("pain at the ends of the toes"). On (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6)2018, the patient experienced uterine perforation (seriousness criterion medically significant) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6)2018, the patient experienced anxiety ("anxiety"), depression ("depressed / demoralisation") and procedural pain ("pain which appears to be secondary to surgical operations and the insertion of contraceptive"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), migraine ("migraines"), myalgia ("myalgia"), arthralgia ("joint pain / enthesopathies pain affecting the joints of the hands and wrists"), coccydynia ("severe coccyx pain"), dyspareunia ("dyspareunia (after removal) / pain during sexual activity"), the second episode of menorrhagia ("menorrhagia (after removal)"), mental disorder ("major psychological effects (after removal)"), insomnia ("persistent episodes of insomnia / sleep problems"), paraesthesia ("nocturnal tingling of the tips of the fingers"), asthenia ("asthenia"), self esteem decreased ("loss of self-esteem"), fibromyalgia ("fibromyalgia"), uterine pain ("pain on uterine ballottement"), pelvic fluid collection ("minimal pelvic effusion") and adnexa uteri cyst ("benign para-tubal microcyst of 0.1 cm"). The patient was treated with antidepressants and surgery (B)(6)2016, left-sided laparoscopic tubal ligation, right-sided salpingectomy with essure removal, (B)(6)2018 laparoscopically assisted vaginal hysterectomy, (B)(6)2018 laparoscopically assisted vaginal hysterectomy,left salpingectomy. Ovaries left in place and hysteroscopy to remove left essure on (B)(6)2015). Essure was removed on (B)(6)2018. At the time of the report, the device expulsion, device breakage, uterine perforation, genital haemorrhage, pelvic inflammatory disease, the last episode of pelvic pain, adenomyosis, ascites, metrorrhagia, dysmenorrhoea, pyrexia, abdominal pain lower, dyspareunia, the last episode of menorrhagia, mental disorder, back pain, asthenia, spinal pain, pain in extremity, nausea, headache, neck pain, anxiety, depression, procedural pain, self esteem decreased, fibromyalgia, uterine pain, pelvic fluid collection and adnexa uteri cyst outcome was unknown, the migraine, arthralgia, coccydynia, insomnia and paraesthesia had not resolved and the myalgia was resolving. The reporter considered abdominal pain lower, adenomyosis, adnexa uteri cyst, anxiety, arthralgia, ascites, asthenia, back pain, coccydynia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, headache, insomnia, mental disorder, metrorrhagia, migraine, myalgia, nausea, neck pain, pain in extremity, paraesthesia, pelvic fluid collection, pelvic inflammatory disease, procedural pain, pyrexia, self esteem decreased, spinal pain, uterine pain, uterine perforation, the first episode of menorrhagia, the first episode of pelvic pain, the second episode of menorrhagia and the second episode of pelvic pain to be related to essure. The reporter commented: on (B)(6)2015 essure inserted with no general anesthesia. On (B)(6)2015 hysteroscopy to remove the implant that migrated into the uterus (inside the uterine cavity). Visualization of both ostia, impossible to determine whether the essure migrated from the right or left. Discharged to home that same evening. On (B)(6)2016, laparoscopic left tubal ligation and right salpingectomy with essure removal. On (B)(6)2018 the patient is doing better, quality of life improved. Surgery report on (B)(6)2016: since that date, the patient has complained of chronic pain in the right iliac fossa. The clinical and paraclinical findings together are negative but, faced with the persistence of the pain and the patient's anxiety, it is decided to undertake exploratory coelioscopy. After discussion with the patient and with her agreement in the preoperative consultation, it is decided to withdraw the right implant, which will be performed by anterograde salpingectomy. Uncomplicated extraction of the intra-cornual part of the implant. The intervention is concluded with left tubal sterilization. On (B)(6)2018: she currently presents episodes of right abdominal/pelvic pain with lumbar pain without a triggering cause, which have required several emergency consultations and examinations. Condition has required acupuncture treatment, herbal therapy and magnesium supplementation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Abdominal x-ray - on (B)(6)2016: results: essure present still on right; on (B)(6)2017: results: confirmation of right-sided essure fragment. Cytology - on (B)(6)2016: no sign of intra-epithelial lesion or malignancy (nilm). Cytology not suspicious. Laparoscopy - on an unknown date: the pelvis is strictly normal, with the implant correctly in position on the right; on (B)(6)2016: results: essure seen in the right fallopian tube. Nuclear magnetic resonance imaging - in (B)(6)2016: results: peritoneal effusion but no visible endometriosis; on (B)(6)2017: confirmation of essure fragment in the right uterine horn and of fundal adenomyosis. Pathology test - on (B)(6)2018: adenomyosis. No histological signs of dysplasia or malignancy. No inflammation, tube subnormal, vaginal touch: large adenomyotic uterus. Ultrasound pelvis - on (B)(6)2016: examination reveals no pathological abdominal or pelvic features; on (B)(6)2017: presence of an exogenic echogenic element 11.2 mm long suggesting a fragment of the right-sided essure seen in the right uterine horn. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: weight and height were added; the events loss of self-esteem; depressed; pain which appears to be secondary to the surgical operations and the insertion of a contraceptive; self esteem decreased; fibromyalgia; pain on uterine ballottement; minimal pelvic effusion; benign para-tubal microcyst of 0.1 cm. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of device expulsion ('one of the implants (left) migrated to the uterus (in the uterine cavity) / one essure (left) in the uterine cavity'), device breakage ('essure fragment in the right uterine horn'), uterine perforation ('the right-sided essure fragment traversed the right horn and threatened the caecum'), genital haemorrhage ('hemorrhage'), pelvic inflammatory disease ('very inflamed pelvis'), adenomyosis ('fundal adenomyosis / adenomyomatosis uterus'), ascites ('peritoneal effusion') and multiple episodes of pelvic pain ('pain / pelvic pain', 'persistent pelvic pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug intolerance, multigravida (vaginal deliveries 2004, 2007 and 2010), parity 3 (2004, 2007 and 2010), appendectomy (at 18 years of age), gastritis, adenomyosis and cardiovascular risk. No breast cancer, ovary cancer or colon cancer. Previously administered products included for an unreported indication: iud, iud, iud and iud. Past adverse reactions to the above products included endometritis with iud; infection with iud; pain with iud; and pyrexia with iud. Concurrent conditions included metal poisoning, pollen allergy, allergy to metals and non-smoker. Concomitant products included duloxetine hydrochloride (cymbalta) for depression, loxapine (loxapac) for psychiatric disorder nos as well as anxiolytics and nsaids. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of menorrhagia ("menorrhagia (exacerbated with essure)"), metrorrhagia ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea"), pyrexia ("fever") and nausea ("nausea without vomiting"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required), the first episode of pelvic pain (seriousness criterion hospitalization) and genital haemorrhage (seriousness criterion hospitalization), 22 days after insertion of essure. On (B)(6) 2016, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced headache ("bilateral throbbing headaches") and neck pain ("marked diffuse cervical pain"). In 2016, the patient experienced abdominal pain lower ("persistent right iliac fossa pain (after removal) / episodes of right abdominal/pelvic pain / hypogastric pain"). In (B)(6) 2016, the patient experienced ascites (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced back pain ("lumbar pain"), spinal pain ("spinal pain especially cervical") and pain in extremity ("pain at the ends of the toes"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criterion medically significant) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced anxiety ("anxiety"), depression ("depressed / demoralisation") and procedural pain ("pain which appears to be secondary to surgical operations and the insertion of contraceptive"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), migraine ("migraines"), myalgia ("myalgia"), arthralgia ("joint pain / enthesopathic pain affecting the joints of the hands and wrists"), coccydynia ("severe coccyx pain"), dyspareunia ("dyspareunia (after removal) / pain during sexual activity"), the second episode of menorrhagia ("menorrhagia (after removal)"), mental disorder ("major psychological effects (after removal)"), insomnia ("persistent episodes of insomnia / sleep problems"), paraesthesia ("nocturnal tingling of the tips of the fingers"), asthenia ("asthenia"), self esteem decreased ("loss of self-esteem"), fibromyalgia ("fibromyalgia"), uterine pain ("pain on uterine ballottement"), pelvic fluid collection ("minimal pelvic effusion"), adnexa uteri cyst ("benign para-tubal microcyst of 0.1 cm"), fatigue ("fatigue"), formication ("formication on fingers"), vaginal haemorrhage ("abundant vaginal bleeding ") and odynophagia ("odynophagia"). The patient was treated with antidepressants and surgery ((B)(6) 2016, left-sided laparoscopic tubal ligation, right-sided salpingectomy with essure removal, (B)(6) 2018 laparoscopically assisted vaginal hysterectomy, (B)(6) 2018 laparoscopically assisted vaginal hysterectomy,left salpingectomy. Ovaries left in place and hysteroscopy to remove left essure on (B)(6) 2015). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, device breakage, uterine perforation, genital haemorrhage, pelvic inflammatory disease, adenomyosis, ascites, metrorrhagia, dysmenorrhoea, pyrexia, abdominal pain lower, dyspareunia, the last episode of menorrhagia, back pain, spinal pain, pain in extremity, nausea, headache, neck pain, procedural pain, self esteem decreased, fibromyalgia, uterine pain, pelvic fluid collection, adnexa uteri cyst, vaginal haemorrhage and odynophagia outcome was unknown, the last episode of pelvic pain and mental disorder had resolved, the migraine, myalgia, arthralgia, coccydynia, paraesthesia, anxiety, depression and formication had not resolved and the insomnia, asthenia and fatigue was resolving. The reporter considered abdominal pain lower, adenomyosis, adnexa uteri cyst, anxiety, arthralgia, ascites, asthenia, back pain, coccydynia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, formication, genital haemorrhage, headache, insomnia, mental disorder, metrorrhagia, migraine, myalgia, nausea, neck pain, odynophagia, pain in extremity, paraesthesia, pelvic fluid collection, pelvic inflammatory disease, procedural pain, pyrexia, self esteem decreased, spinal pain, uterine pain, uterine perforation, vaginal haemorrhage, the first episode of menorrhagia, the first episode of pelvic pain, the second episode of menorrhagia and the second episode of pelvic pain to be related to essure. The reporter commented: on (B)(6) 2015 essure inserted with no general anesthesia. On (B)(6) 2015 hysteroscopy to remove the implant that migrated into the uterus (inside the uterine cavity). Visualization of both ostia, impossible to determine whether the essure migrated from the right or left. Discharged to home that same evening. On (B)(6) 2016, laparoscopic left tubal ligation and right salpingectomy with essure removal. On (B)(6) 2018 the patient is doing better, quality of life improved. Surgery report on (B)(6) 2016: since that date, the patient has complained of chronic pain in the right iliac fossa. The clinical and paraclinical findings together are negative but, faced with the persistence of the pain and the patient's anxiety, it is decided to undertake exploratory coelioscopy. After discussion with the patient and with her agreement in the preoperative consultation, it is decided to withdraw the right implant, which will be performed by anterograde salpingectomy. Uncomplicated extraction of the intra-cornual part of the implant. The intervention is concluded with left tubal sterilization. On (B)(6) 2018: she currently presents episodes of right abdominal/pelvic pain with lumbar pain without a triggering cause, which have required several emergency consultations and examinations. Condition has required acupuncture treatment, herbal therapy and magnesium supplementation. According to the psychiatrist, the diagnosis of anxio-depressive status seemed to be related to surgeries. At the time of the expertise, the patient was euthymic, with resolved pain after the removal of uterus and the remaining fragment of essure, recovering asthenia, improvement of the sleep but persistent difficulties in her intimate life and psychic fragility. There was a causal relationship between the pain and the remaining essure, according to the clinical history of the patient. And a possible etiology related to adenomyosis was ruled-out. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Abdominal x-ray - on (B)(6) 2016: results: essure present still on right; on (B)(6) 2017: results: confirmation of right-sided essure fragment. Cytology - on (B)(6) 2016: no sign of intra-epithelial lesion or malignancy (nilm). Cytology not suspicious. Laparoscopy - on an unknown date: the pelvis is strictly normal, with the implant correctly in position on the right; on (B)(6) 2016: results: essure seen in the right fallopian tube. Magnetic resonance imaging - in (B)(6) 2016: results: peritoneal effusion but no visible endometriosis; on (B)(6) 2017: confirmation of essure fragment in the right uterine horn and of fundal adenomyosis. Pathology test - on (B)(6) 2018: adenomyosis. No histological signs of dysplasia or malignancy. No inflammation, tube subnormal, vaginal touch: large adenomyotic uterus. Ultrasound pelvis - on (B)(6) 2016: examination reveals no pathological abdominal or pelvic features; on (B)(6) 2017: presence of an exogenic echogenic element 11.2 mm long suggesting a fragment of the right-sided essure seen in the right uterine horn. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: fatigue outcome was updated to recovering. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of device expulsion ('one of the implants (left) migrated to the uterus (in the uterine cavity) / one essure (left) in the uterine cavity'), device breakage ('essure fragment in the right uterine horn'), uterine perforation ('the right-sided essure fragment traversed the right horn and threatened the caecum'), genital haemorrhage ('hemorrhage'), pelvic inflammatory disease ('very inflamed pelvis'), adenomyosis ('fundal adenomyosis / adenomyomatosis uterus'), ascites ('peritoneal effusion') and multiple episodes of pelvic pain ('pain / pelvic pain', 'persistent pelvic pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug intolerance, multigravida (vaginal deliveries 2004, 2007 and 2010), parity 3 (2004, 2007 and 2010), appendectomy (at 18 years of age), gastritis and adenomyosis. No breast cancer, ovary cancer or colon cancer. Previously administered products included for an unreported indication: iud, iud, iud and iud. Past adverse reactions to the above products included endometritis with iud; infection with iud; pain with iud; and pyrexia with iud. Concurrent conditions included metal poisoning, pollen allergy, allergy to metals and non-smoker. Concomitant products included duloxetine hydrochloride (cymbalta) for depression, loxapine (loxapac) for psychiatric disorder nos as well as anxiolytics and nsaids. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of menorrhagia ("menorrhagia (exacerbated with essure)"), metrorrhagia ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea"), pyrexia ("fever") and nausea ("nausea without vomiting"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required), the first episode of pelvic pain (seriousness criterion hospitalization) and genital haemorrhage (seriousness criterion hospitalization), 22 days after insertion of essure. On (B)(6) 2016, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced headache ("bilateral throbbing headaches") and neck pain ("marked diffuse cervical pain"). In 2016, the patient experienced abdominal pain lower ("persistent right iliac fossa pain (after removal) / episodes of right abdominal/pelvic pain / hypogastric pain"). In (B)(6) 2016, the patient experienced ascites (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced back pain ("lumbar pain"), spinal pain ("spinal pain especially cervical") and pain in extremity ("pain at the ends of the toes"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criterion medically significant) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced anxiety ("anxiety"), depression ("depressed / demoralisation") and procedural pain ("pain which appears to be secondary to surgical operations and the insertion of contraceptive"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), migraine ("migraines"), myalgia ("myalgia"), arthralgia ("joint pain / enthesopathic pain affecting the joints of the hands and wrists"), coccydynia ("severe coccyx pain"), dyspareunia ("dyspareunia (after removal) / pain during sexual activity"), the second episode of menorrhagia ("menorrhagia (after removal)"), mental disorder ("major psychological effects (after removal)"), insomnia ("persistent episodes of insomnia / sleep problems"), paraesthesia ("nocturnal tingling of the tips of the fingers"), asthenia ("asthenia"), self esteem decreased ("loss of self-esteem"), fibromyalgia ("fibromyalgia"), uterine pain ("pain on uterine ballottement"), pelvic fluid collection ("minimal pelvic effusion"), adnexa uteri cyst ("benign para-tubal microcyst of 0.1 cm"), fatigue ("fatigue"), formication ("formication on fingers"), vaginal haemorrhage ("abundant vaginal bleeding ") and odynophagia ("odynophagia"). The patient was treated with antidepressants and surgery ((B)(6) 2016, left-sided laparoscopic tubal ligation, right-sided salpingectomy with essure removal, (B)(6) 2018 laparoscopically assisted vaginal hysterectomy, (B)(6) 2018 laparoscopically assisted vaginal hysterectomy,left salpingectomy. Ovaries left in place and hysteroscopy to remove left essure on (B)(6) 2015). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, device breakage, uterine perforation, genital haemorrhage, pelvic inflammatory disease, adenomyosis, ascites, metrorrhagia, dysmenorrhoea, pyrexia, abdominal pain lower, dyspareunia, the last episode of menorrhagia, back pain, spinal pain, pain in extremity, nausea, headache, neck pain, procedural pain, self esteem decreased, fibromyalgia, uterine pain, pelvic fluid collection, adnexa uteri cyst, fatigue, vaginal haemorrhage and odynophagia outcome was unknown, the last episode of pelvic pain and mental disorder had resolved, the migraine, myalgia, arthralgia, coccydynia, paraesthesia, anxiety, depression and formication had not resolved and the insomnia and asthenia was resolving. The reporter considered abdominal pain lower, adenomyosis, adnexa uteri cyst, anxiety, arthralgia, ascites, asthenia, back pain, coccydynia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, formication, genital haemorrhage, headache, insomnia, mental disorder, metrorrhagia, migraine, myalgia, nausea, neck pain, odynophagia, pain in extremity, paraesthesia, pelvic fluid collection, pelvic inflammatory disease, procedural pain, pyrexia, self esteem decreased, spinal pain, uterine pain, uterine perforation, vaginal haemorrhage, the first episode of menorrhagia, the first episode of pelvic pain, the second episode of menorrhagia and the second episode of pelvic pain to be related to essure. The reporter commented: on (B)(6) 2015 essure inserted with no general anesthesia. On (B)(6) 2015 hysteroscopy to remove the implant that migrated into the uterus (inside the uterine cavity). Visualization of both ostia, impossible to determine whether the essure migrated from the right or left. Discharged to home that same evening. On (B)(6) 2016, laparoscopic left tubal ligation and right salpingectomy with essure removal. On (B)(6) 2018 the patient is doing better, quality of life improved. Surgery report on (B)(6) 2016: since that date, the patient has complained of chronic pain in the right iliac fossa. The clinical and paraclinical findings together are negative but, faced with the persistence of the pain and the patient's anxiety, it is decided to undertake exploratory coelioscopy. After discussion with the patient and with her agreement in the preoperative consultation, it is decided to withdraw the right implant, which will be performed by anterograde salpingectomy. Uncomplicated extraction of the intra-cornual part of the implant. The intervention is concluded with left tubal sterilization. On (B)(6) 2018: she currently presents episodes of right abdominal/pelvic pain with lumbar pain without a triggering cause, which have required several emergency consultations and examinations. Condition has required acupuncture treatment, herbal therapy and magnesium supplementation. According to the psychiatrist, the diagnosis of anxio-depressive status seemed to be related to surgeries. At the time of the expertise, the patient was euthymic, with resolved pain after the removal of uterus and the remaining fragment of essure, recovering asthenia, improvement of the sleep but persistent difficulties in her intimate life and psychic fragility. There was a causal relationship between the pain and the remaining essure, according to the clinical history of the patient. And a possible etiology related to adenomyosis was ruled-out. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Abdominal x-ray - on (B)(6) 2016: results: essure present still on right; on (B)(6) 2017: results: confirmation of right-sided essure fragment. Cytology - on (B)(6) 2016: no sign of intra-epithelial lesion or malignancy (nilm). Cytology not suspicious. Laparoscopy - on an unknown date: the pelvis is strictly normal, with the implant correctly in position on the right; on (B)(6) 2016: results: essure seen in the right fallopian tube. Magnetic resonance imaging - in (B)(6) 2016: results: peritoneal effusion but no visible endometriosis; on (B)(6) 2017: confirmation of essure fragment in the right uterine horn and of fundal adenomyosis. Pathology test - on (B)(6) 2018: adenomyosis. No histological signs of dysplasia or malignancy. No inflammation, tube subnormal, vaginal touch: large adenomyotic uterus. Ultrasound pelvis - on (B)(6) 2016: examination reveals no pathological abdominal or pelvic features; on (B)(6) 2017: presence of an exogenic echogenic element 11.2 mm long suggesting a fragment of the right-sided essure seen in the right uterine horn. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: concomitant medications loxapac, cymbalta and nsaids were added, and the outcome for the two episodes of pelvic pain, and the events asthenia, mental disorder, and insomnia were updated. Furthermore, the event odynophagia was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of device expulsion ('one of the implants (left) migrated to the uterus (in the uterine cavity) / one essure (left) in the uterine cavity'), device breakage ('essure fragment in the right uterine horn'), uterine perforation ('the right-sided essure fragment traversed the right horn and threatened the caecum'), genital haemorrhage ('hemorrhage'), pelvic inflammatory disease ('very inflamed pelvis'), adenomyosis ('fundal adenomyosis / adenomyomatosis uterus'), ascites ('peritoneal effusion') and multiple episodes of pelvic pain ('pain / pelvic pain', 'persistent pelvic pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug intolerance, multigravida (vaginal deliveries 2004, 2007 and 2010), parity 3 (2004, 2007 and 2010), appendectomy (at 18 years of age), gastritis and adenomyosis. No breast cancer, ovary cancer or colon cancer. Previously administered products included for an unreported indication: iud, iud, iud and iud. Past adverse reactions to the above products included endometritis with iud; infection with iud; pain with iud; and pyrexia with iud. Concurrent conditions included metal poisoning, pollen allergy, allergy to metals and non-smoker. Concomitant products included anxiolytics. On (B)(6) 2015, the patient had essure inserted. In december 2015, the patient experienced the first episode of menorrhagia ("menorrhagia (exacerbated with essure)"), metrorrhagia ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea"), pyrexia ("fever") and nausea ("nausea without vomiting"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required), the first episode of pelvic pain (seriousness criterion hospitalization) and genital haemorrhage (seriousness criterion hospitalization), 22 days after insertion of essure. On (B)(6) 2016, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required). In april 2016, the patient experienced headache ("bilateral throbbing headaches") and neck pain ("marked diffuse cervical pain"). In 2016, the patient experienced abdominal pain lower ("persistent right iliac fossa pain (after removal) / episodes of right abdominal/pelvic pain / hypogastric pain"). In june 2016, the patient experienced ascites (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced back pain ("lumbar pain"), spinal pain ("spinal pain especially cervical") and pain in extremity ("pain at the ends of the toes"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criterion medically significant) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced anxiety ("anxiety"), depression ("depressed / demoralisation") and procedural pain ("pain which appears to be secundary to surgical opperations and the insertion of contraceptive"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), migraine ("migraines"), myalgia ("myalgia"), arthralgia ("joint pain / enthesopathic pain affecting the joints of the hands and wrists"), coccydynia ("severe coccyx pain"), dyspareunia ("dyspareunia (after removal) / pain during sexual activity"), the second episode of menorrhagia ("menorrhagia (after removal)"), mental disorder ("major psychological effects (after removal)"), insomnia ("persistent episodes of insomnia / sleep problems"), paraesthesia ("nocturnal tingling of the tips of the fingers"), asthenia ("asthenia"), self esteem decreased ("loss of self-esteem"), fibromyalgia ("fibromyalgia"), uterine pain ("pain on uterine ballottement"), pelvic fluid collection ("minimal pelvic effusion"), adnexa uteri cyst ("benign para-tubal microcyst of 0.1 cm"), fatigue ("fatigue"), formication ("formication on fingers") and vaginal haemorrhage ("abundant vaginal bleeding "). The patient was treated with antidepressants and surgery (B)(6) 2016, left-sided laparoscopic tubal ligation, right-sided salpingectomy with essure removal, (B)(6) 2018 laparoscopically assisted vaginal hysterectomy, (B)(6) 2018 laparoscopically assisted vaginal hysterectomy,left salpingectomy.ovaries left in place and hysteroscopy to remove left essure on (B)(6) 2015. Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, device breakage, uterine perforation, genital haemorrhage, pelvic inflammatory disease, the last episode of pelvic pain, adenomyosis, ascites, metrorrhagia, dysmenorrhoea, pyrexia, abdominal pain lower, dyspareunia, the last episode of menorrhagia, mental disorder, back pain, asthenia, spinal pain, pain in extremity, nausea, headache, neck pain, procedural pain, self esteem decreased, fibromyalgia, uterine pain, pelvic fluid collection, adnexa uteri cyst, fatigue and vaginal haemorrhage outcome was unknown and the migraine, myalgia, arthralgia, coccydynia, insomnia, paraesthesia, anxiety, depression and formication had not resolved. The reporter considered abdominal pain lower, adenomyosis, adnexa uteri cyst, anxiety, arthralgia, ascites, asthenia, back pain, coccydynia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, formication, genital haemorrhage, headache, insomnia, mental disorder, metrorrhagia, migraine, myalgia, nausea, neck pain, pain in extremity, paraesthesia, pelvic fluid collection, pelvic inflammatory disease, procedural pain, pyrexia, self esteem decreased, spinal pain, uterine pain, uterine perforation, vaginal haemorrhage, the first episode of menorrhagia, the first episode of pelvic pain, the second episode of menorrhagia and the second episode of pelvic pain to be related to essure. The reporter commented: on 08-dec-2015 essure inserted with no general anesthesia. On 30-dec-2015 hysteroscopy to remove the implant that migrated into the uterus (inside the uterine cavity). Visualization of both ostia, impossible to determine whether the essure migrated from the right or left. Discharged to home that same evening. On 12-jan-2016, laparoscopic left tubal ligation and right salpingectomy with essure removal. On 12-apr-2018 the patient is doing better, quality of life improved. Surgery report on 12-jan-2016: since that date, the patient has complained of chronic pain in the right iliac fossa. The clinical and paraclinical findings together are negative but, faced with the persistence of the pain and the patient's anxiety, it is decided to undertake exploratory coelioscopy. After discussion with the patient and with her agreement in the preoperative consultation, it is decided to withdraw the right implant, which will be performed by anterograde salpingectomy. Uncomplicated extraction of the intra-cornual part of the implant. The intervention is concluded with left tubal sterilization. On 23-nov-2018: she currently presents episodes of right abdominal/pelvic pain with lumbar pain without a triggering cause, which have required several emergency consultations and examinations. Condition has required acupuncture treatment, herbal therapy and magnesium supplementation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Abdominal x-ray - on 06-jan-2016: results: essure present still on right; on 01-dec-2017: results: confirmation of right-sided essure fragment. Cytology - on 19-feb-2016: no sign of intra-epithelial lesion or malignancy (nilm). Cytology not suspicious. Laparoscopy - on an unknown date: the pelvis is strictly normal, with the implant correctly in position on the right; on 12-jan-2016: results: essure seen in the right fallopian tube. Nuclear magnetic resonance imaging - in june 2016: results: peritoneal effusion but no visible endometriosis; on 01-dec-2017: confirmation of essure fragment in the right uterine horn and of fundal adenomyosis. Pathology test - on 16-jan-2018: adenomyosis. No histological signs of dysplasia or malignancy. No inflammation, tube subnormal, vaginal touch: large adenomyotic uterus. Ultrasound pelvis - on 14-apr-2016: examination reveals no pathological abdominal or pelvic features; on 01-dec-2017: presence of an exogenic echogenic element 11.2 mm long suggesting a fragment of the right-sided essure seen in the right uterine horn. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: case extraction form provided. Information added/updated: reporter (hcp), events fatigue, formication on fingers, abundant vaginal bleeding, adenomyosis added, outcome of anxiety and depression updated to not recovered. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of device breakage ('essure fragment in the right uterine horn'), uterine perforation ('the right-sided essure fragment traversed the right horn and threatened the caecum'), pelvic inflammatory disease ('very inflamed pelvis'), device expulsion ('one of the implants (left) migrated to the uterus (in the uterine cavity)'), genital haemorrhage ('hemorrhage'), adenomyosis ('fundal adenomyosis / adenomyomatosis uterus') and multiple episodes of pelvic pain ('pain / pelvic pain', 'persistent pelvic pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug intolerance, multigravida (vaginal deliveries 2004, 2007 and 2010), parity 3 (2004, 2007 and 2010), appendectomy (at 18 years of age), gastritis, adenomyosis and cardiovascular risk. No breast cancer, ovary cancer or colon cancer. Previously administered products included for an unreported indication: iud, iud, iud and iud. Past adverse reactions to the above products included endometritis with iud; infection with iud; pain with iud; and pyrexia with iud. Concurrent conditions included metal poisoning, pollen allergy, allergy to metals and non-smoker. Concomitant products included duloxetine hydrochloride (cymbalta) for depression, loxapine (loxapac) for psychiatric disorder nos as well as anxiolytics and nsaids. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of menorrhagia ("menorrhagia (exacerbated with essure)"), metrorrhagia ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea"), pyrexia ("fever") and nausea ("nausea without vomiting"). On (B)(6) 2015, the patient experienced the first episode of pelvic pain (seriousness criterion hospitalization), device expulsion (seriousness criteria hospitalization and intervention required) and genital haemorrhage (seriousness criterion hospitalization), 22 days after insertion of essure. On (B)(6) 2016, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced headache ("bilateral throbbing headaches") and neck pain ("marked diffuse cervical pain"). In 2016, the patient experienced abdominal pain lower ("persistent right iliac fossa pain (after removal) / episodes of right abdominal/pelvic pain / hypogastric pain"). In (B)(6) 2016, the patient experienced ascites ("peritoneal effusion"). On (B)(6) 2016, the patient experienced back pain ("lumbar pain"), spinal pain ("spinal pain especially cervical") and pain in extremity ("pain at the ends of the toes"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criterion medically significant) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced anxiety ("anxiety"), depression ("depressed / demoralisation") and procedural pain ("pain which appears to be secundary to surgical opperations and the insertion of contraceptive"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), migraine ("migraines"), myalgia ("myalgia"), arthralgia ("joint pain / enthesopathic pain affecting the joints of the hands and wrists"), coccydynia ("severe coccyx pain"), dyspareunia ("dyspareunia (after removal) / pain during sexual activity"), the second episode of menorrhagia ("menorrhagia (after removal)"), mental disorder ("major psychological effects (after removal)"), insomnia ("persistent episodes of insomnia / sleep problems"), paraesthesia ("nocturnal tingling of the tips of the fingers"), asthenia ("asthenia"), self esteem decreased ("loss of self-esteem"), fibromyalgia ("fibromyalgia"), uterine pain ("pain on uterine ballottement"), pelvic fluid collection ("minimal pelvic effusion"), adnexa uteri cyst ("benign para-tubal microcyst of 0.1 cm"), fatigue ("fatigue"), formication ("formication on fingers"), vaginal haemorrhage ("abundant vaginal bleeding ") and odynophagia ("odynophagia"). The patient was treated with antidepressants and surgery ((B)(6) 2016, left-sided laparoscopic tubal ligation, right-sided salpingectomy with essure removal, (B)(6) 2018 laparoscopically assisted vaginal hysterectomy, (B)(6) 2018 laparoscopically assisted vaginal hysterectomy, left salpingectomy; ovaries left in situ and hysteroscopy to remove left essure on (B)(6) 2015). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, the last episode of pelvic pain and mental disorder had resolved, the pelvic inflammatory disease, device expulsion, genital haemorrhage, adenomyosis, ascites, metrorrhagia, dysmenorrhoea, pyrexia, abdominal pain lower, dyspareunia, the last episode of menorrhagia, back pain, spinal pain, pain in extremity, nausea, headache, neck pain, procedural pain, self esteem decreased, fibromyalgia, uterine pain, pelvic fluid collection, adnexa uteri cyst, vaginal haemorrhage and odynophagia outcome was unknown, the migraine, myalgia, arthralgia, coccydynia, paraesthesia, anxiety, depression and formication had not resolved and the insomnia, asthenia and fatigue was resolving. The reporter considered abdominal pain lower, adenomyosis, adnexa uteri cyst, anxiety, arthralgia, ascites, asthenia, back pain, coccydynia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, formication, genital haemorrhage, headache, insomnia, mental disorder, metrorrhagia, migraine, myalgia, nausea, neck pain, odynophagia, pain in extremity, paraesthesia, pelvic fluid collection, pelvic inflammatory disease, procedural pain, pyrexia, self esteem decreased, spinal pain, uterine pain, uterine perforation, vaginal haemorrhage, the first episode of menorrhagia, the first episode of pelvic pain, the second episode of menorrhagia and the second episode of pelvic pain to be related to essure. The reporter commented: on (B)(6) 2015 essure inserted with no general anesthesia. On (B)(6) 2015 hysteroscopy to remove the implant that migrated into the uterus (inside the uterine cavity). Visualization of both ostia, impossible to determine whether the essure migrated from the right or left. Discharged to home that same evening. On (B)(6) 2016, laparoscopic left tubal ligation and right salpingectomy with essure removal. Surgery report on (B)(6) 2016: since that date, the patient has complained of chronic pain in the right iliac fossa. The clinical and paraclinical findings together are negative but, faced with the persistence of the pain and the patient's anxiety, it is decided to undertake exploratory coelioscopy. After discussion with the patient and with her agreement in the preoperative consultation, it is decided to withdraw the right implant, which will be performed by anterograde salpingectomy. Uncomplicated extraction of the intra-cornual part of the implant. The intervention is concluded with left tubal sterilization. The physician was responsible for the forgotten essure fragment that remained during the laparoscopy on (B)(6) 2016 as she did not verify the complete essure removal via abdominal x-ray without contrast just after the intervention. On (B)(6) 2018 the patient is doing better, quality of life improved. On (B)(6) 2018: she currently presents episodes of right abdominal/pelvic pain with lumbar pain without a triggering cause, which have required several emergency consultations and examinations. Condition has required acupuncture treatment, herbal therapy and magnesium supplementation. According to the psychiatrist, the diagnosis of anxio-depressive status seemed to be related to surgeries. At the time of the expertise, the patient was euthymic, with resolved pain after the removal of uterus and the remaining fragment of essure, recovering asthenia, improvement of the sleep but persistent difficulties in her intimate life and psychic fragility. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Abdominal x-ray - on (B)(6) 2016: essure present still on right; on (B)(6) 2017: confirmation of right-sided essure fragment. Cytology - on (B)(6) 2016: no sign of intra-epithelial lesion or malignancy (nilm). Cytology not suspicious. Laparoscopy - on an unknown date: the pelvis is strictly normal, with the implant correctly in position on the right; on (B)(6) 2016: essure seen in the right fallopian tube. Magnetic resonance imaging - in (B)(6) 2016: peritoneal effusion but no visible endometriosis; on (B)(6) 2017: confirmation of essure fragment in the right uterine horn and of fundal adenomyosis. Pathology test - on (B)(6) 2018: adenomyosis. No histological signs of dysplasia or malignancy. No inflammation, tube subnormal, vaginal touch: large adenomyotic uterus. Ultrasound pelvis - on (B)(6) 2016: examination reveals no pathological abdominal or pelvic features; on (B)(6) 2017: presence of an exogenic echogenic element 11.2 mm long suggesting a fragment of the right-sided essure seen in the right uterine horn. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of device breakage ('essure fragment in the right uterine horn'), uterine perforation ('the right-sided essure fragment traversed the right horn and threatened the caecum'), pelvic inflammatory disease ('very inflamed pelvis'), device expulsion ('one of the implants (left) migrated to the uterus (in the uterine cavity)'), genital haemorrhage ('hemorrhage'), adenomyosis ('fundal adenomyosis / adenomyomatosis uterus') and multiple episodes of pelvic pain ('pain / pelvic pain', 'persistent pelvic pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug intolerance, multigravida (vaginal deliveries 2004, 2007 and 2010), parity 3 (2004, 2007 and 2010), appendectomy (at 18 years of age), gastritis, adenomyosis and cardiovascular risk. No breast cancer, ovary cancer or colon cancer. Previously administered products included for an unreported indication: iud, iud, iud and iud. Past adverse reactions to the above products included endometritis with iud; infection with iud; pain with iud; and pyrexia with iud. Concurrent conditions included metal poisoning, pollen allergy, allergy to metals and non-smoker. Concomitant products included duloxetine hydrochloride (cymbalta) for depression, loxapine (loxapac) for psychiatric disorder nos as well as anxiolytics and nsaids. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of menorrhagia ("menorrhagia (exacerbated with essure)"), metrorrhagia ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea"), pyrexia ("fever") and nausea ("nausea without vomiting"). On (B)(6) 2015, the patient experienced the first episode of pelvic pain (seriousness criterion hospitalization), device expulsion (seriousness criteria hospitalization and intervention required) and genital haemorrhage (seriousness criterion hospitalization), 22 days after insertion of essure. On (B)(6) 2016, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced headache ("bilateral throbbing headaches") and neck pain ("marked diffuse cervical pain"). In 2016, the patient experienced abdominal pain lower ("persistent right iliac fossa pain (after removal) / episodes of right abdominal/pelvic pain / hypogastric pain"). In (B)(6) 2016, the patient experienced ascites ("peritoneal effusion"). On (B)(6) 2016, the patient experienced back pain ("lumbar pain"), spinal pain ("spinal pain especially cervical") and pain in extremity ("pain at the ends of the toes"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criterion medically significant) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced anxiety ("anxiety"), depression ("depressed / demoralisation") and procedural pain ("pain which appears to be secundary to surgical opperations and the insertion of contraceptive"). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), migraine ("migraines"), myalgia ("myalgia"), arthralgia ("joint pain / enthesopathic pain affecting the joints of the hands and wrists"), coccydynia ("severe coccyx pain"), dyspareunia ("dyspareunia (after removal) / pain during sexual activity"), the second episode of menorrhagia ("menorrhagia (after removal)"), mental disorder ("major psychological effects (after removal)"), insomnia ("persistent episodes of insomnia / sleep problems"), paraesthesia ("nocturnal tingling of the tips of the fingers"), asthenia ("asthenia"), self esteem decreased ("loss of self-esteem"), fibromyalgia ("fibromyalgia"), uterine pain ("pain on uterine ballottement"), pelvic fluid collection ("minimal pelvic effusion"), adnexa uteri cyst ("benign para-tubal microcyst of 0.1 cm"), fatigue ("fatigue"), formication ("formication on fingers"), vaginal haemorrhage ("abundant vaginal bleeding ") and odynophagia ("odynophagia"). The patient was treated with antidepressants and surgery ((B)(6) 2016, left-sided laparoscopic tubal ligation, right-sided salpingectomy with essure removal, (B)(6) 2018 laparoscopically assisted vaginal hysterectomy, (B)(6) 2018 laparoscopically assisted vaginal hysterectomy, left salpingectomy; ovaries left in situ and hysteroscopy to remove left essure on (B)(6) 2015). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, the last episode of pelvic pain and mental disorder had resolved, the pelvic inflammatory disease, device expulsion, genital haemorrhage, adenomyosis, ascites, metrorrhagia, dysmenorrhoea, pyrexia, abdominal pain lower, dyspareunia, the last episode of menorrhagia, back pain, spinal pain, pain in extremity, nausea, headache, neck pain, procedural pain, self esteem decreased, fibromyalgia, uterine pain, pelvic fluid collection, adnexa uteri cyst, vaginal haemorrhage and odynophagia outcome was unknown, the migraine, myalgia, arthralgia, coccydynia, paraesthesia, anxiety, depression and formication had not resolved and the insomnia, asthenia and fatigue was resolving. The reporter considered abdominal pain lower, adenomyosis, adnexa uteri cyst, anxiety, arthralgia, ascites, asthenia, back pain, coccydynia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, formication, genital haemorrhage, headache, insomnia, mental disorder, metrorrhagia, migraine, myalgia, nausea, neck pain, odynophagia, pain in extremity, paraesthesia, pelvic fluid collection, pelvic inflammatory disease, procedural pain, pyrexia, self esteem decreased, spinal pain, uterine pain, uterine perforation, vaginal haemorrhage, the first episode of menorrhagia, the first episode of pelvic pain, the second episode of menorrhagia and the second episode of pelvic pain to be related to essure. The reporter commented: on (B)(6) 2015 essure inserted with no general anesthesia. On (B)(6) 2015 hysteroscopy to remove the implant that migrated into the uterus (inside the uterine cavity). Visualization of both ostia, impossible to determine whether the essure migrated from the right or left. Discharged to home that same evening. On (B)(6) 2016, laparoscopic left tubal ligation and right salpingectomy with essure removal. Surgery report on (B)(6) 2016: since that date, the patient has complained of chronic pain in the right iliac fossa. The clinical and paraclinical findings together are negative but, faced with the persistence of the pain and the patient's anxiety, it is decided to undertake exploratory coelioscopy. After discussion with the patient and with her agreement in the preoperative consultation, it is decided to withdraw the right implant, which will be performed by anterograde salpingectomy. Uncomplicated extraction of the intra-cornual part of the implant. The intervention is concluded with left tubal sterilization. The physician was responsible for the forgotten essure fragment that remained during the laparoscopy on (B)(6) 2016 as she did not verify the complete essure removal via abdominal x-ray without contrast just after the intervention. On (B)(6) 2018 the patient is doing better, quality of life improved. On (B)(6) 2018: she currently presents episodes of right abdominal/pelvic pain with lumbar pain without a triggering cause, which have required several emergency consultations and examinations. Condition has required acupuncture treatment, herbal therapy and magnesium supplementation. According to the psychiatrist, the diagnosis of anxio-depressive status seemed to be related to surgeries. At the time of the expertise, the patient was euthymic, with resolved pain after the removal of uterus and the remaining fragment of essure, recovering asthenia, improvement of the sleep but persistent difficulties in her intimate life and psychic fragility. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Abdominal x-ray - on (B)(6) 2016: results: essure present still on right; on (B)(6) 2017: results: confirmation of right-sided essure fragment. Cytology - on (B)(6) 2016: no sign of intra-epithelial lesion or malignancy (nilm). Cytology not suspicious. Laparoscopy - on an unknown date: the pelvis is strictly normal, with the implant correctly in position on the right; on (B)(6) 2016: results: essure seen in the right fallopian tube. Magnetic resonance imaging - in (B)(6) 2016: results: peritoneal effusion but no visible endometriosis; on (B)(6) 2017: confirmation of essure fragment in the right uterine horn and of fundal adenomyosis. Pathology test - on (B)(6) 2018: adenomyosis. No histological signs of dysplasia or malignancy. No inflammation, tube subnormal, vaginal touch: large adenomyotic uterus. Ultrasound pelvis - on (B)(6) 2016: examination reveals no pathological abdominal or pelvic features; on (B)(6) 2017: presence of an exogenic echogenic element 11.2 mm long suggesting a fragment of the right-sided essure seen in the right uterine horn. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: physician was responsible for the forgotten essure fragment that remained during the laparoscopy. Mir codes added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.